Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08690 inches. No over/under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 56 mg/dl at the time of the incident. The customer was at 326 mg/dl at the time of the call. The customer was given dextrose and glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered. Troubleshooting was completed and no issues were found. The customer went high as they did not bolus for their dinner. The customer had 9 sets that were part of the recall. The insulin pump will be returned for analysis.